Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was scheduled for pump replacement due to normal end of life (eol). It was discovered by the physician that the patient had an ulcer/erosion over the catheter anchor site. It was indicated that the patient had an incisional wound opening with drainage located at the catheter track. The patient was noted to be alive with injury. It was indicated that the pump system would be explanted and re-implanted once healed. The drug delivered via pump was baclofen.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2008, product type accessory. (B)(4).